Event description:
It was reported that patient has concern about attune depuy knee replacement. The patient has been experiencing pain, swelling, effusion, and the feeling like her knee is giving out. The patient is meeting with a surgeon to discuss potential revision. Doi: (B)(6) 2018 affected side: left knee

Manufacturer narrative:
Product complaint # ==> (B)(4) e3: the initial reporter information has been removed for confidentiality/privacy. The initial reporter is a patient this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Product code 150410105, work order (B)(4) attune ps fem lt sz 5 cem was manufactured on 08-sep-2017. (B)(4) parts were manufactured per specification and all raw materials met specification. Scrap: there was one (1) scrap associated with this lot. Scrap code a247 underfill at the gen_labels process step. There is no correlation between this scrap reason and the failure mode of the complaint. Reprocessing: there was no material reprocessing reports (mrr) associated with this lot. Non-conformance: non-conformance: there were three (3) non-conformance associated with this lot. This nr does not pertain to the failure mode of the complaint. No deviations or anomalies have been identified during the review, that would be related to the reported event (B)(4). Expiry date: 31-aug-2027 IFU reference as per bill of material: 090200828 IFU attune fixed bearing. A manufacturing record evaluation was performed for the finished device product number: 150410105 and lot number 8619346, and no non-conformances / manufacturing irregularities related to the malfunction were identified as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: a manufacturing record evaluation was performed for the finished device product number: 150410105 and lot number 8619346, and no non-conformances / manufacturing irregularities related to the malfunction were identified.